Manufacturer narrative:
Section h6: investigation findings code: 4248 - usage problem identified manufacturer's investigation conclusion: the reported event of an issue with the pump running led was unable to be confirmed; however, the reported event of no external power alarms was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review and showed events spanning approximately 3 days ((B)(6) 2022 ¿ (B)(6) 2022 per timestamp). Three no external power events were active on (B)(6) 2022, and occurred at 20:08:09 ¿ 20:09:26, at 20:12:26 ¿ 20:15:34, and at 20:15:49 ¿ 20:16:05 due to a dual power cable disconnect from the mobile power unit. The white power cable was disconnected initially during the first two events which was followed by a disconnect of the black power cable a second later causing voltage to drop to ~0v and triggering the no external power alarm. The black power cable was disconnected initially during the third event followed shortly after by the white power cable causing voltage to drop to ~0v and triggering the no external power alarm. The backup battery provided power to the system during these events. The alarms cleared once external power was restored to the system. Pump operation was not affected. There were no other notable alarms active in the log file. A root cause for the reported event was unable to be conclusively determined through this investigation; however, the alarms appear to be due to a dual disconnection of the power cables due to user error. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) ) was manufactured in accordance with manufacturing and quality assurance specifications. Customer order was shipped on 13apr2022. Heartmate iii instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate iii patient handbook and heartmate iii instructions for use under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. Heartmate iii patient handbook and heartmate iii instructions for use caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient came to the emergency department on (B)(6) 2022 with chest pain and shortness of breath. The lvad (left ventricular assist device) was alarming. The green circle led stopped on the controller and the battery broken heart was lit up. The patient was connected to wall power at this time and the alarms resolved by switching over to the battery. Log file review found 4 no external power alarms. There were power cable disconnects and no external power alarms while tethered to the mobile power unit (mpu) on (B)(6) 2022 at 8:07 pm. At 8:16 pm the controller momentarily operated on the emergency backup battery (ebb). There was no interruption in pump support during these events. The no external power event was caused by power to the mpu being briefly interrupted. There were also several clusters of pulsatility index (pi) events on (B)(6) 2022 at 6:14 am through (B)(6) 2022 at 7:09 pm. The patient reported chest pain and shortness of breath, but it was reported that these occurred prior to alarms. Related MFR number: 2916596-2022-15838.